Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan from (B)(6) alleging an error 1 message issue with the one touch verio pro meter. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed the meter had an error 1 message issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury

Manufacturer narrative:
Follow-up # 1 (09/04/2012)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found. The primary complaint was not confirmed, the meter was found to function properly. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter and test strips were replaced and requested back for investigation on (B)(4)2012. The test strips were returned; however, testing was not performed since the alleged issue pertains to a meter issue only. Lifescan (lfs) received the meter involved with this complaint; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed.